Event description:
Reporter alleged discrepant blood glucose values of 211 mg/dl on her active system compared to the hospital result of 511 mg/dl when testing was performed 2 minutes apart. Reporter stated being in the emergency room at the hospital for a condition not related to the system when the testing was performed and did not allow the hospital to treat her with insulin based on the higher result. Reporter indicated self treating with insulin later while in the hospital for the other condition, however, no other action or treatment reported. A request was made for the return of the suspect device and replacement product was sent.